Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high pacing impedance and failure to capture was noted on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable.